Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (flashing red battery symbol on charger / will not power up monitor) has been confirmed. As rec'd, the battery would not charge when put into a charger and would not power up a monitor. The cause of the nonfunctional battery pack was defective cells within the battery pack. One or more battery cells were leaking which led to an output voltage of 0.566 volts. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.

Event description:
A (B)(6) male pt contacted zoll customer support to report that when he puts his battery on the charger, there is a flashing red battery symbol. The pt also reported that the battery would not power up his monitor. The pt was issued a replacement battery pack.